Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, flow rate (fr) was 0.5lpm. Walked nurse through disconnecting pads, rotating connector 180 degrees, and reconnecting pad using proper technique. Asked nurse to inspect the full length of the tubing to check for any kinks or compression. Nurse identified an area that seems to be compressed. Flow rate was 1lpm, water temperature (wt) was up to 29c. Asked nurse to keep an eye on the flow rate. If it dropped that low the heater was unable to work at full capacity.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, flow rate (fr) was 0.5lpm. Walked nurse through disconnecting pads, rotating connector 180 degrees, and reconnecting pad using proper technique. Asked nurse to inspect the full length of the tubing to check for any kinks or compression. Nurse identified an area that seems to be compressed. Flow rate was 1lpm, water temperature (wt) was up to 29c. Asked nurse to keep an eye on the flow rate. If it dropped that low the heater was unable to work at full capacity. Per follow up information received via task on 28feb2025, spoke with nurse confirmed that therapy completed without exchange of pad or device. Pad was disposed of, and device remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The DHR review could not be performed without a lot number. Instructions for use were reviewed and found adequate. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, flow rate (fr) was 0.5lpm. Walked nurse through disconnecting pads, rotating connector 180 degrees, and reconnecting pad using proper technique. Asked nurse to inspect the full length of the tubing to check for any kinks or compression. Nurse identified an area that seems to be compressed. Flow rate was 1lpm, water temperature (wt) was up to 29c. Asked nurse to keep an eye on the flow rate. If it dropped that low the heater was unable to work at full capacity. Per follow up information received via task on 28feb2025, spoke with nurse confirmed that therapy completed without exchange of pad or device. Pad was disposed of, and device remained in service.